Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that on (B)(6) 2010 while in the cath lab, the intra-aortic balloon (iab) was inserted through a sheath into the pt. On (B)(6) 2010, the pt was transferred to the operating room for surgery. When the pt was moved to the table, the pump alarmed 'helium loss" and the chief perfusionist reset the pump. A short time later, the pump alarmed "helium loss" and blood was present in the tubing. The iab was removed and another iab was inserted into the same insertion site. There are no strips available for review.